Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of haptic out during loading. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event straight leading haptic does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that leading haptic out and the procedure was completed on the same day.